Event description:
Additional information was received as follows: it was reported that there was aneurysm expansion at approximately 35 months post implant. The aneurysm increased in size >5mm since the 1 month interval. The event is continuing without treatment. The investigator assessed the event as not related to the procedure and it is related to the device.

Event description:
A valiant stent graft was implanted in a patient for the endovascular treatment of a 5 cm diameter thoracic aortic aneurysm approximately 38 months ago. Prior to stent graft implant the patient had chest pain and back pain. The thoracic aorta has mild tortuosity. The proximal stent graft was implanted in zone 2 and the distal device was implanted in zone 4. The left subclavian artery was intentionally covered by the stent graft. It was reported that the patient returned on the following appointments and the CT scan has demonstrated the following aneurysm diameters to have increased over time to 61.8 mm at the last follow-up from two months ago. The investigator noted that there is a type v endoleak. No intervention has been performed. The investigator assessed that the event is not related to the procedure and unknown if the event is related to the device.

Manufacturer narrative:
(B)(4). Evaluation, results: patient's condition affected effectiveness of device (type v endoleak); inherent risk of procedure (aneurysm expansion). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (type v endoleak).